Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during an open procedure, the reload had been fired but the stapler was handed up again to the surgeon prior to putting in a fresh load. The stapler was fried but there was no staple line, only the cut bowel. The white blade cover apparently did not pop up as the surgeon was able to close and fire the stapler again with no staples. The bowel was hand sewn.